Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they saw open book image on insulin pump. The customer's blood glucose value was 203 mg/dl. Customer reports they received the open book image on the pump screen. The insulin pump also has a crack on the back near the battery compartment and may have been exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Insulin pump received with cracked case battery tube and cracked case corner of belt clips rails noted.